Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 MDR's filed for the same patient (reference 3002806535-2016-00365 / 00366).

Event description:
The patient underwent a closed reduction procedure due to dislocation caused by patient fall. During the procedure, the surgeon was unable to relocate the hip and opted to revise the femoral head and acetabular cup. The procedure took approximately one to two hours.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. The revised components appear pristine and there are no signs of adverse wear, therefore it seems unlikely that the reason for revision was related to the device. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.